Manufacturer narrative:
Concomitant product(s): olympus sphincterotome (unknown model). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A 11.5 cm to 11.7 cm from the distal end, the wire guide covering has folded over itself. A 11.7 cm to 13.0 cm from the distal end is a section of bare core wire. A section of the coating approximately 1.1 cm long is hanging from the wire guide, the coating still attached at 11.7 cm from the distal end. The wire guide coating feel rough near 155 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel or device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook acrobat calibrated tip wire guide. During the operation [procedure], the user retained the wire guide and tried to withdraw the sphincterotome, but it met some resistance in the process. The user injected some saline through the contrast lumen and continued to withdraw the sphincterotome. Then the portion which was about 12 cm from the tip of wire guide was found folded under the endoscope. No portion of device was detached and left inside patient body. Replaced with a new wire guide to finish the procedure.